Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure using the pipeline vantage with shield technology, the device became stuck during resheathing in the distal section of the phenom 27 microcatheter. The catheter, specifically the distal section, experienced resistance and was found to be damaged, described as flattened and kinked. Additionally, resistance was encountered in the middle section of the phenom plus catheter used in the procedure. The procedure involved treating an unruptured saccular aneurysm located in the right posterior communicating artery, with severe vessel tortuosity noted. The max diameter and neck diameter were 5mm. The landing zone was 3.8mm distal and 4.5mm proximal. The access vessel was the internal carotid artery with a diameter of 5mm or above. Dual antiplatelet treatment was administered, and the angiographic result post-procedure appeared satisfactory. The physician attempted to release the load in the system to resolve the issue, but it was unsuccessful. There was no damage to the pipeline pushwire. The tri-axial system was initially positioned correctly, but as the device was maneuvered, the vantage device began to ribbon or flatten, causing significant friction and difficulty in resheathing. The decision was made to recapture and remove the pipeline, and upon inspection, the vantage device was found stuck in the microcatheter, which was deformed into a ribbon shape. The phenom plus catheter was also kinked. A continuous flush had been administered. The product was removed, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. The devices were prepared and flushed as indicated in the IFU. Additional information was received that the phenom 27 catheter had resistance in the phenom plus catheter. Phenom plus resistance occurred during delivery and retrieval. The cause of the event was not determined but assumed combination of severe tortuosity and possibly damaged phenom 27 from resheathing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.